Event description:
During code blue, pt identified by md as v-fib, monophasic defibrillator charged to 360 and attempted to deliver shock. Device acted as shock was initiated, however, pt did not appear to be shocked. Defib recharged, pt. Converted to asystole, no additional shock indicated.